Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an probe stating " the simulator is not working despite disconnection, reconnection and monitor reset." There was no suggestion of pt injury. Testing/repair confirmed the reported event and found the probe had no continuity from end to end. The available information indicates the probe "did not work" intraoperatively, which suggests that it was not stimulating/delivering current, and that the user was not alerted by a system alarm, warning screen or error message. If the probe is not stimulating/delivering current and the user has not been alerted to this malfunction this could potentially result in false negative. False negatives could potentially cause injury to the pt by failing to identify a nerve. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
The returned product was additionally examined and the complaint can be confirmed as evident of a verifiable detachment between the overmold pin and wire receptacle occurring within the protected plug end. This failure area is an assembly section manufactured by the supplier. The origin cause of the disconnection between these sub-components is unknown at this time. The prass flush-tip monopolar stimulating probe is equipped with a 2-meter lead ending with a connector. The fluoroplastic insulation of the medical stainless steel wire terminates flush with the tip of the wire. This construction facilitates direct nerve insulation of the medical stainless steel wire terminates flush with the tip of the wire. This construction facilitates direct nerve stimulation while minimizing cerebrospinal fluid shunting of the electrical stimulus. The final 20 mm of the probe can easily be bent to provide optimal contact between the probe tip and nerve within the confines of the surgical field. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. This device is indicated for use for intraoperative motor nerve location. When information suggests that the nim equipment malfunctions, it is assumed that the failure was device-related and may have gone undetected. In this case, the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.